Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise, resulting in inappropriate mode switch on the atrial lead. No changes or intervention was performed; the patient will continue to be monitored. The patient's condition was stable.